Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) imaging. A watchman fxd double curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) was selected for use. The transseptal puncture (tsp) was performed with versacross system. The physician lost guidewire access to left atrium (la) and needed to manipulate the was sheath across the septum using the versacross pigtail wire. While maneuvering the pigtail into the appendage, it appeared that the pigtail was buckled placing unneeded pressure on the appendage wall. The physician maneuvered catheters and pigtail quickly while inside the la. The 24mm closure device was deployed normally with only one deployment needed. Post procedure, the patient experienced cardiac tamponade, and it was found that the patient had developed a pericardial effusion. A pericardial tap was completed removing approximately 175ml of fluid, and a pericardial drain was placed. The patient remained in the hospital overnight and was discharged the next day.